Manufacturer narrative:
Root cause: use error. The t:slim x2 with biq technology user guide states: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the customer was using fiasp insulin within the pump supplies. Customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was not impacted.